Manufacturer narrative:
This device was buried with the pt, therefore will not be returned to bsc for laboratory analysis. At this time, there is no additional information. If additional information becomes available this report will be updated.

Event description:
Boston scientific crm received information that this pt, who has an implantable cardioverter defibrillator (ICD) device, has passed away. The pt had many ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes on that same day. After reviewing a particular episode, it was noted that three consecutive shocks at 31 joules were delivered due to detection of the pt being in vf, but these shocks only converted the episodes for a short period of time. The fourth shock was not delivered because the pt was in vt-1, which was a monitor only (mo) zone. There were several other episodes after this one delivering more shocks and anti-tachycardia pacing, but nothing fully converted the pt because the pt was very sick. The clinic tried to do a save to disk, but was unsuccessful. There are no other adverse pt effects reported.